Manufacturer narrative:
H3, h6: it was reported that during a routine field inspection the mod trial neck 0 was cracked. There was no patient involvement. A modular trial neck (part no. 90035582, batch no. S0803084) intended for use in treatment was returned for investigation. A review of the historical complaints data for the modular trial neck was performed. Using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. No other similar complaints were identified to involve this batch and for the part number and the reported failure mode. Due to the age of the instrument, there is no traceability within sap and the manufacturing records for this device cannot be reviewed. However, the released devices would have met manufacturing specifications at the time of production. Modular trial necks have been phased out from the market and as a result there is no live risk management file to review. Therefore, an evaluation of failure modes is not required. A visual inspection was performed. Marks, scratches, and dents were visible across the whole device, consistent with years of surgical use. A large crack is visible, a portion of material is missing. This confirms the reported complaint. Laser markings are present, correct and legible, yet slightly faded. A functional evaluation was not performed as the instrument was confirmed to be broken/non-functional during visual inspection. Based on the limited information provided and product evaluation of the returned instrument, we cannot advance the investigation our investigation remains inconclusive, and a definitive root cause cannot be determined. Considering the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. The device cannot be repaired and will be retained.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the mod trial neck 0 was cracked. As this was noticed upon field inspection, there was no patient involvement.